Manufacturer narrative:
(B)(4). Evaluation results are: a review of post-implant films, unknown implant duration, revealed that a talent aaa stent graft system was implanted in the patient. The bifurcate had migrated into the sac and was ~5cm below the renal arteries. A section of the talent bifurcate bare spring (2 apices) had fractured and was positioned just below the renal arteries. The remaining bare spring segment still appeared intact and attached to the talent bifurcate. The proximal neck diameter just below the lowest left renal artery measured ~31mm, and a 2.5cm diameter flow lumen ¿tube¿ was seen within the aorta from the level of the renals to the migrated bifurcate. The infrarenal neck was angulated 75deg a-p and 40 deg l-r; relative to the distal aorta. An aneurx aortic cuff was also seen positioned within the migrated bifurcate down to the flow divider; the proximal end of the cuff was approximately aligned with the bifurcate proximal margin. The bifurcate/cuff od measured 29mm. The ipsi limb was placed distally into the left common iliac artery, and the contra limb was positioned down into the right common iliac. Both iliac limbs were sharply kinked as they coursed distally from the flow divider to the iliac; however, the limbs were patent with no visible thrombus observed. No occlusion or thrombus was seen distal to the stent graft. The maximum diameter aaa measured 5.2cm l-r x 5.6cm a-p, and no visible endoleak was seen. No other issues were observed. The cause of the migrated cuff could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for return and comparison. In addition to the migrated cuff, the talent bifurcate had also migrated, the bare spring was fractured and had severed from the bifurcate. It is likely that disease progression, with neck dilatation and angulation, likely contributed to these events. The talent limbs were found kinked, likely caused by the migration, but appeared patent. Although no endoleak was seen, it is possible that the aaa was being pressurized via the proximal thrombus tube seen connecting the renals to the migrated bifurcate.

Event description:
An aneurx/talent stent graft system was implanted in the patient for the endovascular treatment of a 69 mm abdominal aortic aneurysm on an unknown date. It was reported during recent follow up, that the aneurx stent graft cuff had migrated. The physician elected not to treat the migration. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.